Event description:
It was reported that a malfunction occurred on the customer's pump, which had also been reported several times previously. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for returning the faulty pump to tandem.